Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot # va01er8, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot # va0224t, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient developed urinary retention approximately 3 weeks post-operatively after implant of their implantable neurostimulator (ins). It was noted that the physician was going to do a trans-urethral resection (turp) of prostate using monopolar cautery and inquired if there would be any problems with the leads. Follow up information received on (B)(4) 2013 from the healthcare professional (hcp) reported that the cause of the event issue was unknown and confirmed patient symptoms of urinary retention. There were no abnormal impedance measurements reported. The patient outcome was reported as no injury. Further follow up information from the hcp confirmed that the cause of the event was unknown and confirmed there were not abnormal impedances. Reprogramming was performed for therapeutic purposes on (B)(6) 2013 with results noted. It was unknown if hospitalization was required for the event. The patient outcome was reported as recovered without sequelae.